Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture at the end of infusion. The device was filled with a solution of meropenem. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This issue was escalated to CAPA. This was incorrectly omitted from the initial medwatch.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the reported condition was confirmed. Visual inspection noted that the reservoir was ruptured in a footed position. The root cause of the reported condition was due to a manufacturing defect. No other issues were found with the device and no repairs were performed as this is a single use device. A follow-up report will be filed if any additional details become available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.